Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'gas delivery + vent fail'. The case was reportedly completed using manual mode ventilation and there was no patient injury reported.

Manufacturer narrative:
The log file analysis revealed that - after a successfully provided pre-use check and unremarkable start of procedure, the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remain possible in this state and the user was able to complete the case; no patient consequences have occurred. The issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to (B)(4).

Event description:
Please see initial MFR. Report #9611500-2015-00210.